Event description:
Additional information received reported that the patient had 2 office visits. The last programming did the job and prior to the visit, the manufacturer representative (rep) helped a lot as well. A surgeon who implants the product examined the battery by ordering x-rays and said that it was working fine. The patient fell off a ladder, hit a curb, and landed on the controller/battery pack. The battery pack had a noticeable dent.

Event description:
Additional information received from a manufacturer representative reported that the patient didn't think their device was working. The patient stated that they could turn it up, but the pain wouldn't go away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: loss of therapy. It was stated the last couple of weeks it didn¿t matter which program it was on, the device was not helping and was becoming less effective. The patient was implanted for non-malignant pain. Additional information received from the consumer reported the following changing in therapy: loss of stimulation and loss of therapy. It was stated they fell off a ladder on (B)(6) 2016 and damaged their implantable neurostimulator (ins).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.